Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the external pulse generator (epg) would not sync with the patient¿s intrinsic rhythm. The main circuit board was replaced as preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not sync with the patient¿s intrinsic rhythm. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.